Manufacturer narrative:
Investigation results: the device was returned to the factory for eval. It showed no signs of clinical usage. There was some evidence of blood on the device. The delivery device was returned outside of the loading device. The seal was loaded into the delivery tube; however, the seal had flared wider than the diameter of the delivery tube. The seal was cracked along the second row from the outer edge. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for cracked seal. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring iii seal cracked during the loading process. A replacement device was used to complete the procedure. The hosp did not report any pt effects.